Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that defect observed during use. Partial break in line near clave which led to leaking. Blinatumomab infusing. Impact to patient: patient had medication running. Rn had to de-access the patient and re-access. No other information provided, at this time.